Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The stent had come off the delivery system. Sales rep indicated that the stent came off during prep. The product was stored, handled and prepped according to IFU. The product was not clinically used and will not be returned.